Event description:
The user facility reported that upon completion of a processing cycle an employee opened the system 1e processor to remove the scope and came into contact with several liquid droplets which subsequently caused a burn on his forearm. The employee was treated in the emergency room where his arm was run under water for 20 minutes and silvadene cream and a bandage were applied. The user facility reports the employee is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the unit and found that the aspirator probe had a crack in it and that residual liquid remained in the s40 container. The technician also noted the chemical indicator for the cycle subject of the event failed; instruments were successfully reprocessed prior to use. The user facility replaced the aspirator probe and the unit has remained in service with no further issues. The reported event is attributed to the cracked aspirator probe which prevented all of the sterilant from being aspirated into the processor during the cycle. The operator manual states pp (9-2), "check aspirator assembly (probe lumen clear, no cracks or chips, hose connections secure). Replace aspirator assembly if damage is noted". The manual further states pp (9-2), "warning: use of a blocked or damaged aspirator may result in ineffective liquid chemical sterilization." The user facility has accepted an offer of in-service.